Manufacturer narrative:
Info was received from a user facility that is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pin broke during insertion. This was discovered after cleaning the instrument. The pin remained in the pt in the prosthesis.